Manufacturer narrative:
Device passed displacement, and self tests; it failed active current measurement, and sleep current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement remained high. The high sleep current measurement appears to be due to mostly to some problem associated with electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will be returned for analysis.